Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been evaluated.

Event description:
The customer reported while using the vela ventilator; the touchscreen is not working. The customer performed troubleshooting, but is unable to make changes. The customer reported there is no patient involvement associated with the event.